Manufacturer narrative:
Per the tandem user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer "was priming the tubing while still connected to her site" and inadvertently delivered 19 units of insulin. As a result, customer's blood glucose (bg) dropped to 60 mg/dl, which they attempted unsuccessfully to treat with carbohydrates. Customer subsequently became dizzy and nauseated in addition to experiencing muscle twitching. Following this, customer was transported to the emergency room (ER) by ambulance, where they were given intravenous medications and potassium, juice, and glucose gel in order to treat bg. After 7 hours, customer was released from the ER with an elevated bg of 381 mg/dl due to treatments administered in the ER. Customer's husband assisted in addressing bg by delivering a correction bolus; however, because customer then chose to consume a meal, husband also assisted in delivering a food bolus immediately following the correction bolus. As a result of these compounding boluses and customer not consuming enough food for the intended amount of food bolus delivered, customer's bg dropped to 32 mg/dl. Low bg was addressed with assistance from customer's husband, who provided glucose tabs and orange juice. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.